Event description:
It was reported that this right ventricular (rv) lead was exhibiting undersensing. The patient reported feeling off sometimes. Technical services (ts) was consulted and noted real ventricular tachycardia (vt). The lead remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).